Event description:
I had a hip replacement in the year 2010. I have had problems ever since. I have told the doctors about this problem for four years now. Its a stryker hip but not the one on the recall list. This one I have now should be. I have loosing grinding and popping, it's getting worse.